Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 42512000413 lot number: 62470468 brand : persona cr ve articular surface, catalog number: 42-5320-067-01 lot number:63553382 brand : persona stemmed 5 degree tibia, catalog number: 42502006601 lot number:62789215 brand : persona cr narrow femoral, catalog number: 42540200029 lot number:63432254 brand : persona ve all poly patella. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2018 -06608, 0001822565 -2018 -06609, 0001822565 -2018 -06611, 0001822565 -2018 -06612. Product has not been returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient underwent a total knee arthroplasty. Subsequently, the patient is suffering from pain post surgery. No revision occurred, implant remains in patient. No additional information on the reported event is unavailable.